Event description:
During a pre-magnetic resonance imaging (MRI) device check of the evoke spinal cord stimulation (scs) system, a disconnected electrode was identified. As a result, the patient could not undergo the MRI. At the patient¿s request, the evoke scs system was explanted.